Event description:
Pt diagnosed with radiculopathy secondary to a crack in a previously placed graft at c6/7 and loosening of c7 screw. Plate and screw were both removed, and provider states crack in the graft was confirmed upon inspection. Medtronic spine cervical screws and plate. Item ID: 41818; description: screw medtronic 3120516; notes: po# 645496; manufacturer: medtronic. Item ID: 42203; description: plate medtronic 7200060; notes: po# 645496; manufacturer: medtronic. Item ID: 46636; description: screw medtronic 3120415; notes: po# 645496; manufacturer: medtronic. Reference reports: mw5146985, mw5146986.